Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed (B)(4) packs were damaged. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received two samples and two photos for investigation. The photos depict individual blister packs with warped/damaged packaging; however, the seal integrity cannot be evaluated from the photos. The two customer samples underwent visual inspection, and both failed testing due to warped/damaged packaging, although the seals were intact and complete. Additionally, 100 retained samples were visually inspected, and all passed testing as the packaging was not damaged, and the seals were intact. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged and unconfirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed 81 packs were damaged. No patient impact reported.